Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted due to calcification. The replacement procedure was performed without reported complication. A photograph of the explanted valve was provided to medtronic. The explanted valve was discarded following the procedure.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Cause of event cannot be determined as the product will not be returned for analysis. The valve was discarded following explant and will not be returned. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. A photograph of the explanted valve was provided to medtronic, which shows thrombotic and/or vegetative host material filling all cusps of the valve. However, since the valve will not be returned, the nature of the material cannot be conclusively identified. Conclusion: reduced performance of the device occurred, which appears to be due to host material impacting the performance of the device. The device was explanted and replaced without reported patient complication. No adverse patient effects were reported.